Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the IFU which states the following: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name exceeded the character limit. The full name is: (B)(6). The device was returned to olympus for evaluation and the evaluation found bending angle in up direction did not meet the standard value due to wear of angle wire, connecting tube had a scratch, dent, and wrinkle, scope connector cover, scope cover unit, universal cord, grip, scope cover, switch box, switch one, lock engagement lever, forceps elevator knob, upward/downward angulation knob (u/d knob), right/left knob, control unit, bending section cover had a scratch, forceps channel port was shaved, switch four had wear, connecting tube and control unit had discoloration, paint on air/water cylinder was peeled, water removal ability did not meet the standard value due to clogged nozzle, adhesive on the bending section cover had a chip, the play of the u/d knob was out of standard value due to wear of angle wire, and suction cylinder was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had an air/water supply failure. The device was returned for evaluation. During the device evaluation, the foreign objects in nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.